Event description:
Customer's meter would not beep when a test strip was inserted and there were segments missing on the display. While on the phone a review of the system was performed. The display appeared to work correctly during start-up but when previous readings were reviewed, it appeared as though segments were missing. The customer was asked to return the meter and a replacement meter would be supplied. The customer was encouraged to call 24/7 with any future questions or concerns.